Manufacturer narrative:
The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. The instructions for use and patient manual include a warning to keep a spare back up controller available at all times and outlines that if there is a controller failure, the controller should be switched to the back-up controller. The steps for exchange of devices are also outlined. It further warns that damaged equipment should be reported to the manufacturer and inspected. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that after controller exchange following the smr update, the internal battery of what was previously the primary controller didn't sound the no power alarm when both batteries were disconnected without the alarm plug. The controller was replaced with a new one. No effect on the patient. Investigation is ongoing.

Manufacturer narrative:
One controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported event could not be confirmed since log file analysis did not reveal any anomalies during the analyzed period. Analysis of the device revealed that the device met specifications; the device passed visual examination and functional testing. The reported event could not be duplicated at the bench level. When both external power supplies were disconnected from the controller, the ensuing no power alarm met specification for duration. No failure detected, the reported event could not be duplicated at the bench level.. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.